Event description:
Upon review of patient medical records noted that the female patient underwent a revision procedure of an exeter stem in 1999 due to a reported infection. The revision procedure was performed at gloucester royal.

Manufacturer narrative:
An event regarding infection involving an exeter stem was reported. The event was not confirmed. Device evaluation was not relevant to the reported event as the stem was not revised during this surgery. A review of the provided implant x-rays and medical records by a clinical consultant indicated: "primary implantation of a left exeter stem in 1995. In 2002 the abg cup of the left thr was exchanged for a cemented og-cup but the exeter stem was left in place. Radiology confirms adequate size, position and fixation of both stem and cup with no adverse changes over time." "Patient was admitted to hospital with sudden onset of acute pain in the hip. The x-ray diagnosis for stem fracture was clear. The history of the patient regarding the revision performed in 2002 was however somewhat ambiguous because according to one of the medical records this revision was possibly performed for infection and not cup loosening. We should note that an interval of 7-years between primary arthroplasty and revision for infection would be very unlikely. Most infections become evident in the first few months to 2 - 3-years at maximum post surgery, except for the very rare hematogenous late infections that represent less than 2% of all infectious arthroplasty complications." "Such debridement/irrigation procedures for infection are possible but are usually only effective, and even then in a minority of cases, in the first three to four months post surgery. Late deep infections virtually always require complete implant removal with one or two-stage exchange procedures for the components to first eradicate infection and then re-implant new components. All this appears highly unlikely given the available information from later dates plus the radiological findings after 2005." Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the sterility records showed that the lot was within specification a review of the complaint history database shows that there have been 2 other related pis for this patient related to previous revision surgeries. The investigation concluded that the root cause of this event for infection could not be confirmed or determined based on the information provided. The history of the patient regarding the revisions performed was ambiguous because according to one of the medical records this revision was possibly performed for infection in 1999 and in another it was for cup loosening in 2002 .

Event description:
Upon review of patient medical records noted that the female patient underwent a revision procedure of an exeter stem in 1999 due to a reported infection. The revision procedure was performed at gloucester royal.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.